Event description:
During a coil embolization for an internal carotid- superior hypophyseal artery, the first enterprise vrd (enc452212/10023620) was placed along the target aneurysm (twin aneurysm) and the coil embolization was performed. However, during that time, thrombus was confirmed at distal end of the aneurysm neck. Urokinase 120000u was administrated, but there was no sign of improvement shown. To improve the blood flow, the physician attempted to place an additional enterprise vrd (enc452212/10055541) distal to the first enterprise vrd, however, the physician could not get the second vrd through the first vrd lumen but it rather got through the struts of the 1st vrd. But, after deploying the second vrd, the vessel was temporarily restored with patency, but shortly after, it was occluded again. Two balloons (gateway 2x12mm and gateway 2.5x9mm ) were delivered through the struts of the 2nd vrd to stretch the vrd lumen and to reopen the vessel. However, when the physician tried to remove the 2nd balloon, the 2nd vrd became stuck to it. Therefore, both the 2nd balloon and the 2nd vrd were retrieved in its entirety. Afterwards, 3d CT showed a temporary improvement of the blood flow. Additional urokinase (unknown dosage) was administrated, but no sign of improvement was seen and the vessel (m1 portion of the mca to ic) occluded again. Since angiogram showed vrd thrombosis within the 1st vrd, another enterprise vrd (enc452812/10027903) was implanted overlapping the first vrd. However, there was no sign of improvement and the vessel remained occluded. At the end, the physician abandoned pta. MRI revealed cerebral infarction in left hemisphere, and the patient was admitted to ICU. The following day, occlusion of the internal carotid artery caused a swelling of the brain and the patient underwent decompressive hemicraniectomy with duraplasty. Prior to the procedure, no thrombus present at the site. The patient was in critical condition.

Manufacturer narrative:
No further information is available and procedural images are not available. The 2nd vrd was safely retrieved from the patient but is not available for analysis. There was no information regarding her medical history. It was a twin aneurysm but size and characteristics of the aneurysm were unknown. No information regarding the size of the parent vessel. No information regarding mrs, act, inr, pt, and ptt. Prior to implanting the vrd, roadmaster 7french catheter/goodman (chikai14/asahi intec), radifocus gt/terumo, prowler select microcatheter (606-s255x/lot# unknown) were utilized. Other devices utilized during the procedure were, excelsior sl-10 str/stryker, chikai 14/asahi intec, gateway/bsj (total2), axium/ev3 (total 9). Lr packaging l/n# 10055541. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10055541. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00039, 1058196-2012-00040, and 1058196-2012-00041. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an enterprise vrd ((B)(4)) assisted coil embolization of a twin (bi-lobed) internal carotid (ic)-superior hypophyseal aneurysm there was thrombus at the distal end of the aneurysm after coiling. After there was no improvement with thrombolytics (urokinase), attempted placement of a second enterprise vrd ((B)(4)) resulted in the second vrd going through the struts of the first vrd. Vessel patency was temporarily restored; but shortly afterwards it re-occluded. Balloon angioplasty was performed first with a gateway 2x12mm balloon followed by a gateway 2.5x9mm balloon delivered through the struts of the 2nd vrd to stretch the vrd lumen and to reopen the vessel. However when removing the balloon, it became stuck to the second vrd; therefore, the balloon and vrd were retrieved in their entirety. A 3d CT showed a temporary improvement of the blood flow and urokinase was administered with no sign of improvement and the m1 portion of the mca to the ic re-occluded. Angiography showed thrombosis within the first vrd; therefore a third vrd ((B)(4)) was placed through the first one distal to and overlapping it. There was no sign of improvement and the vessel remained occluded. Attempts at pta were abandoned. MRI revealed a left hemispheric cerebral infarction resulting in swelling of the brain necessitating decompressive hemicraniectomy with duraplasty. The patient remains in critical condition. There was no thrombus present prior to the procedure. There is no information regarding pre, intra, or post procedure antiplatelet or anticoagulation therapy. There is no information available regarding the aneurysm neck size, parent vessel size, or details regarding the placement of the first enterprise. It was reported that there were no coils protruding from the parent vessel. There is no further information regarding the technique or positioning of the delivery devices used in attempt to deliver the second vrd through the first vrd. There is no information available regarding the patient's medical history or possible factors pre-disposing thrombus formation. The first and third stent remain implanted and the second stent is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10023620, and 10055541. The device history records review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lots. The history records indicate these products were final inspection tested at lake region medical and were determined to be acceptable. As outlined in the instructions for use (IFU), the indicated use of the enterprise vrd is to prevent coils from protruding out of the aneurysm into the parent artery. In addition, the IFU precautions that the performance and safety of two or more overlapped stents has not been established. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the IFU. Although based on the limited available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00039, 1058196-2012-00040, and 1058196-2012-00041.